Event description:
It was reported that the modular driveline cable had a tear which was taped over. Images of the damage and log files were submitted for evaluation. Despite the damage, there were no unusual events recorded in the event log file history. There was no indication of unusual wear or damage to the individual conductors within the modular cable or driveline recorded. The submitted images appeared to show outer damage and possible area of moisture ingress. As a precaution, it was recommended to inspect the connectors for any signs of corrosion or oxidation due to moisture ingress. The modular cable and system controller were to be exchanged when the patient was clinically able to tolerate the pump stop associated with the equipment exchange. If the patient was able to tolerate the pump stop slightly longer, it was also recommended to quickly inspect the modular cable connector on the pump side of the connection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed damage and discoloration to the outer jacket. Although a specific cause for the observed damage/discoloration could not be conclusively determined through this evaluation, it did not appear to have contributed to a functional issue. The heartmate 3 modular cable, lot number 7647526, was returned in used condition. Upon examination, a tan/light brown discoloration of the outer jacket was observed along the length of the cable. Additionally, a dark yellow discoloration of the inline connector bend relief and a light yellow discoloration of the controller connector bend relief was observed. A tear in the outer jacket was observed approximately 5.0" from the controller connector, exposing the underlying armor layer. The outer jacket material appeared to have expanded and stretched in this location creating a large flap and bend in the overlapping material. Upon removal of the outer jacket, the armor layer appeared to have remained intact, but was slightly bent in the same location as the tear. The damage did not appear to penetrate beyond this layer, and no wires were exposed. The underlying bionate layer and wires appeared to have the same bend approximately 5.0¿ from the controller connector but were otherwise unremarkable. Visual and microscopic inspection of the inline connector pins revealed debris around the inline connector nut, however this would not have contributed to a functional issue as no debris was found inside the connector. The controller connector pins appeared unremarkable. Review of the submitted log files revealed no evidence of a modular cable issue. No notable events or alarms were captured, and the pump appeared to be operating as intended. The modular cable was tested to evaluate the integrity of its wires. The modular cable passed testing without issue and was determined to function as intended. The relevant sections of the device history records for modular cable, lot # 7647526 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Finally, section 8 "equipment storage and care" (under "cleaning the driveline") explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, warm water and mild dish soap should be used. The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the tape was applied a couple of months ago. No corrosion or oxidation was confirmed on either side of the modular cable. The modular cable was exchanged.